Manufacturer narrative:
The technician found the side rail latch is stuck. The technician cleaned and lubricated the side rail latch mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail will not latch in the raised position. No pt injury reported.